Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The patient circuit, expiratory valve and iso-gard filter vt 150-1000 were replaced, and the unit was returned to service. The customer contact informed ge healthcare that the patient information is not available for the reported event.

Event description:
The hospital reported that, during a case, the unit showed a "patient circuit occlusion" error message. There was no reported patient injury.